Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that his insulin pump was damaged. The customer's blood glucose level was 118 mg/dl. The customer reported that there was a crack on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.